Event description:
Caller reported a cgm error 42 associated with the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive instructions for resetting the pump, and the caller was guided through this process. After the reset, the pump no longer displayed the cgm error code, and the caller successfully started their sensor session.